Event description:
An rh discrepancy was reported on the abs2000. A historically rh negative patient tested rh positive on the abs2000. Repeat testing on the abs2000 was performed; the expected result of rh negative was reported. No medical action was taken following the discrepancies on the instrument.

Manufacturer narrative:
The customer sent patient sample for investigation testing. The returned sample was tested on an in-house abs2000 instrument using anti-d series 4 and 5, lots 504680 and 505545 and 505545; negative reactions were observed. The sample was tested in hemagglutination tests with anti-d series 4 and 5, lots 504680 and 505545 and with other manufacturers' anti-d blood grouping reagents. The patient's sample was nonreactive in all phases of testing with all anti-d reagents tested. A service was performed on the customer's instrument. The repairs have returned the instrument to expected function.